Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump's loss of prime alarm occurred more often than expected by the user. The patient was advised by customer technical support to change the cartridge using one from a different box and to call back for further troubleshooting if the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.